Manufacturer narrative:
A specific root cause could not be identified. Review of calibration data from prior to the event indicated there was a significant deviation in the signals. The signal deviation in the calibration data was similar to the difference in the patient results upon recalibration, the issue was resolved. A calibration issues is suspected to be the root cause of the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer noticed the results for qc material and multiple patient samples were low for calcium gen.2 and bicarbonate. The customer recalibrated the assays and repeated qc and patient samples. Of the data provided for seven patient samples, only the following two calcium results were discrepant. Patient sample 1 initial result was 5.9 mg/dl and the repeat result was 7.2 mg/dl. Patient sample 2 initial result was 7.7 mg/dl and the repeat result was 10.7 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct and corrected reports were issued. The customer was not aware of any adverse event. The calcium reagent lot number was 69931401 with an expiration date of 08/31/2015. The field service representative found there was a possible cell integrity issue. He checked the rinse levels and alignments and ran precision testing. He checked the cells and detergent dispense ratio and found all values were within specification. He found all qc and patient results were within normal ranges.